Manufacturer narrative:
This is being reported for a problem found earlier. The evaluation of the case logs indicated that the misplacement of the implants was due to excessive deflection forces on the end effector, or skiving, while navigating instruments through the end effector. The case logs from the procedure showed several warnings stating that excessive deflection force was detected while navigating instruments on trajectory. Excessive deflection force on the end effector have the ability to cause the instrument to skive depending on the technique of the user. Instrument skiving can lead to the misplacement of implants. Ultimately the user was able to replace both l3 implants and no adverse effects to the patient were reported. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then removed and replaced without robot.